Event description:
Related manufacturer reference number: 2017865-2023-93447 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) and right atrial (ra) leads exhibited high pacing impedance measurements. Programming changes were made to both rv and ra leads to address the issue. The patient had no adverse consequences.